Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements of 98 ohms. The measurements had been chronically elevated, and there was no noise at that time. The shock impedance measurements remained elevated via three different devices. Then the shock impedance measurements gradually increased to greater than 125 ohms. Troubleshooting options were discussed. No actions or interventions had been performed. The lead remains in service. No adverse patient effects were reported.